Event description:
One noise episode dated (B)(6) 2013 was found in device memory upon device interrogation. In addition to the information corresponding to the characteristics of detected arrhythmia, the episode technical log was also storing information related to 9 low energy shocks delivered through the programmer interface on (B)(6) 2010. Preliminary analysis revealed that behavior was resulting from the combination of technical log storage management and the fact that none of the low energy shocks delivered in 2010 triggered an arrhythmia.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.